Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) value. Bg value was not provided, and cause was unknown. Additionally, customer alleged that the control iq software did not suspend insulin delivery as intended when bg level lowered. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.